Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One wi-box (B)(6) was received for analysis, with no accessories or original packaging available for inspection. The results of the hardware evaluation concluded that the returned wi-box functioned as intended. It was verified that no visible hardware issue or any unexpected behavior were identified during the hardware evaluation. Based on the information provided to abbott and the investigation performed, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a cfr/imr procedure, communication issues resulted in the procedure being cancelled. The non-abbott (coroventis) system did not detect an ao signal from the transducer. The pressure wire was exchanged but the issue was not resolved. The non-abbott (coroventis) system was working as expected and the issue was deemed to be due to the wi-box. The procedure was cancelled due to no ao signal. There were no adverse patient consequences.